Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: during testing, the display screen was found to be discolored. A test screen was inserted and was found to function properly with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient reports the display is starting to fade; this has happened gradually. The patient states there is no lens film and that screen is a little better but not much when display contract was set from 8 to 10. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.